Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital due to an infection. The patient experienced redness and swelling at the incision site. There was erosion at the top of the device pocket, exposing the pocket; however, the implantable cardioverter defibrillator (ICD) was not visible. The ICD system was explanted and replaced with a leadless pacemaker. The patient was stable.